Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter was defective/damaged. On (B)(6) 2024 at approximately 14:20 pm the charge nurse was lancing a patient's indwelling needle, saw blood return, and during the process of retiring the needle, the forward delivery hose split, the indwelling needle was immediately replaced, and the patient was apologized to.

Manufacturer narrative:
The customer has no returned samples and photos. 2. DHR/bhr review lot#: 4109452. 1. The products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. Take the retained sample of this batch for appearance inspection, the test results show that they all meet the product specifications. 4. Needle through catheter during puncture process may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. 5. According to the experience of previous market visits, it is recommended that: 1. Before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 2. Insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, photos are not available and the use of the sample is unknown, the root cause of needle through catheter cannot be determined.

Event description:
Customer responded with the following information: 1) was there any patient impact? 1. The patient was re-punched twice. 2 was there any delay in patient treatment? 2. There was a delay in treatment. 3) kindly provide the physical/picture/video sample if available. 3. The clinical nurse did not retain the. 4) does the steel needle penetrated through catheter? 4. The steel needle did not penetrate the catheter. 5) was the catheter peelback? 5. The catheter did not fall off. 6) was there any difficulty in withdrawal of the steel needle? 6. Removing the needle was not difficult, but the catheter was difficult to remove. No additional information provided.